Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm size at time of implant is unk. During a routine follow up it was reported that the aneurysm had enlarged. In 2004 the pt was brought in for exploratory laparotomy and open evaluation of endograft repair. The procedure demonstrated that the aneurysm enlargement was due to a type ii endoleak. The physician elected to ligate the lumbar artery and the type ii endoleak was resolved. No clinical sequelae were reported, and the pt is reported to be fine.